Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was 197 mg/dl. The customer reported that they had multiple pump errors and performed self-test was passed. The customer stated that they were unable to exit the load reservoir process. The customer reported that they had another pump error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count alarms, motor related error alarms, or prime/fill anomalies noted during testing. The motor was tested outside of the device and passed.